Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Some cuts, debris and what appears to be a cloudy film were observed on the device. The cuts and debris are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased visual acuity is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The subject was enrolled in the (B)(6) clinical trial and underwent uneventful implantation of the investigational corneal inlay in the right eye on (B)(6) 2013. At an interim visit after 30-months, bcdva decreased from 20/20 (preoperatively) to 20/32. Slit-lamp examination revealed a cataract resulting in a loss of 10 letters bcdva over baseline. The cornea was graded as clear. Manifest refraction was -0.00 -0.50 x 165. The subject reported no visual symptoms. The site made several attempts to contact the subject, to request that she return to the clinic for a re-check. Three years postoperatively, patient presented with irregular astigmatism (induced hyperopic astigmatism) and bcdva was 20/30-2. The cataract was described as anterior cortical and is not suspected as being steroid induced. The subject contacted the clinic and asked for the inlay to be removed. The inlay was explanted on (B)(6) 2016. The patient was last examined 3 months after inlay explantation; bcdva decreased to 20/40 and the cataract is still present. The subject did not return for her 6-month post-explant visit.